Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm.

Event description:
A report was received that the patient lost effectiveness of the stimulation and was having to charge every other day. The patient's lead was also exhibiting high impedances. The patient underwent a revision procedure wherein the ipg and lead were replaced.

Manufacturer narrative:
Additional information was received that the ipg was non-functioning. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient lost effectiveness of the stimulation and was having to charge every other day. The patient¿s lead was also exhibiting high impedances. The patient underwent a revision procedure wherein the ipg and lead were replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: linear st¿ lead, 50cm lot #: 16204902 description: next generation anchor kit sterile.

Event description:
A report was received that the patient was having frequent charging the ipg. It was also noted that the lead got stuck in the actual ipg and high impedance was noted. The patient underwent a revision procedure wherein the ipg and lead were replaced.